Manufacturer narrative:
Initial reporter complete facility name: (B)(6) university hospital. The reported event has been confirmed and is being investigated. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngkq3991. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and the catheter immediately leaked from the catheter balloon. The balloon appeared to have a small cut/slice across the material, not visual without inflation. This is out of specification. Corrections made to tab d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretesting when fixed water was injected into the foley catheter balloon, the fixing water leaked. There was no popping sound, and the fixing water just dripped. The exact location was unknown.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretesting when fixed water was injected into the foley catheter balloon, the fixing water leaked. There was no popping sound, and the fixing water just dripped. The exact location was unknown.